Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used reservoir, and performed testing. The reservoir passed per inspection, and no air bubbles were found during analysis. Checked the o-ring for defects, and none were found.

Event description:
It was reported that there were air bubbles present in the reservoirs. The blood glucose reading was 185 mg/dl. The customer stated that the air bubbles were located at the top of the reservoir, and the approximate size of air bubbles ran from above the black line to where the reservoir curved at the top. She stated that she had changed the reservoir, which had resolved the issue. She was unable to troubleshoot, as there were no air bubbles present any longer. She stated that she had bolused the night before, but this did not do anything to her blood glucose levels due to the air bubble. She advised that she would monitor the issue and return the reservoir for analysis. She declined troubleshooting assistance for high and low blood glucose. Nothing further reported.